Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a peritoneal equilibrium test (pet), and it was discovered that patient's peritoneal effluent fluid was hazy. A peritoneal effluent fluid culture was obtained (organism not provided), and the patient was given a single dose of intraperitoneal (ip) vancomycin 1500 mg and ip cefepime 2000 mg. On (B)(6) 2025, the patient neighbor (nurse) called the pdrn to report the patient was shivering, weak, dyspneic and feverish (temperature = 99.9). While on the phone, the patient reported to the pdrn no longer wishing to do pd because it ¿was too much." As a result, the patient was sent to the emergency room (ER) by the nephrologist for a hemodialysis (hd) catheter placement (not a fresenius product). The pdrn reported the patient struggled with infection control practice, and the patient¿s neighbor frequently found the patient performing initiation and termination without washing hands, wearing a mask, or applying a stay safe end cap after completing treatment. It was one of these touch contamination events which caused the peritonitis. While being treated, the patient admitted to not applying the stay safe end cap and additional education was provided by the pdrn. Initially the patient¿s pd catheter (not a fresenius product) was going to remain in place until the patient recovered, however on (B)(6) 2025 the pdrn was informed the patient¿s pd catheter was removed, and patient will be transitioning to outpatient hd following discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, shivers, dyspnea, fever, and weakness, which required hospitalization, pd catheter (not a fresenius product) removal, antibiotic therapy, and transition to hd for rrt. The pdrn attributed the peritonitis to one of several witnessed breaches of inflection control involving touch contamination events, lack of hand hygiene and failure to apply a stay safe end cap following the completion of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a peritoneal equilibrium test (pet), and it was discovered that patient's peritoneal effluent fluid was hazy. A peritoneal effluent fluid culture was obtained (organism not provided), and the patient was given a single dose of intraperitoneal (ip) vancomycin 1500 mg and ip cefepime 2000 mg. On (B)(6) 2025, the patient neighbor (nurse) called the pdrn to report the patient was shivering, weak, dyspneic and feverish (temperature = 99.9). While on the phone, the patient reported to the pdrn no longer wishing to do pd because it ¿was too much." As a result, the patient was sent to the emergency room (ER) by the nephrologist for a hemodialysis (hd) catheter placement (not a fresenius product). The pdrn reported the patient struggled with infection control practice, and the patient¿s neighbor frequently found the patient performing initiation and termination without washing hands, wearing a mask, or applying a stay safe end cap after completing treatment. It was one of these touch contamination events which caused the peritonitis. While being treated, the patient admitted to not applying the stay safe end cap and additional education was provided by the pdrn. Initially the patient¿s pd catheter (not a fresenius product) was going to remain in place until the patient recovered, however on (B)(6) 2025 the pdrn was informed the patient¿s pd catheter was removed, and patient will be transitioning to outpatient hd following discharge.